Manufacturer narrative:
Investigation summary: a device history report was conducted for lot number 8075183, and no related abnormalities were found. This lot of pegasus 24 gauge was manufactured from 4/19/2018-5/3/2018, and this is the only instance of a safety shield activation failure occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Samples were submitted for evaluation; bd engineers were able to observe a tilted v-clip during the visual observation of the device. The root cause for this occurrence is the design of this component. Since the manufacture of this lot bd has optimized the design of our assembly machine (switching from a metal press head to teflon) to prevent events such as this from occurring in the future.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system safety shield did not remove when withdrawing the cannula during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pegasus¿ safety closed IV catheter system safety shield did not remove when withdrawing the cannula during use. No serious injury or medical intervention was reported.